Manufacturer narrative:
Per tandem¿s t:flex user guide: humalog has been tested by tandem diabetes care, inc. And found to be safe for use in the t:slim pump. Humalog was tested for up to 48 hours as labeled. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. Reportedly, the customer was able to quickly resume insulin delivery. The customer's blood glucose level was 365 mg/dl and it was addressed with a bolus via the pump. It was reported that the customer changes out the supplies every 3 day and uses humalog insulin. Troubleshooting did not occur with tandem&#38112;technical support as the customer was able to resume insulin delivery.